Event description:
It was reported the gastrointestinal videoscope exhibited reprocessing issues that conflict with the manufacturer's instructions for use. The suction cleaning adapter was not in use, and the detergent was not aspirated through the channels after brushing. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: several reprocessing deviations from the instruction for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.